Event description:
It was reported that while preparing the bd intima-ii¿ closed IV catheter system for use, liquid leakage occurred from the adapter hub. The following information was provided by the initial reporter, translated from chinese to english: "nurse found liquid leakage at catheter and adaptor during preparation, then change a new one. Md registration certificate#(B)(4)".

Manufacturer narrative:
Investigation summary: a device history review was conducted for lot number 823338. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Unfortunately a sample could not be obtained for evaluation and testing. 2 retained samples were tested and no leakage was observed. Without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while preparing the bd intima-ii¿ closed IV catheter system for use, liquid leakage occurred from the adapter hub. The following information was provided by the initial reporter, translated from (B)(6) to english: "nurse found liquid leakage at catheter and adaptor during preparation, then change a new one. Md registration certificate# (B)(4).